Manufacturer narrative:
This device was used for treatment, not diagnosis. Additional narrative: event date: unknown. This report is for one (1) unknown 3.0mm cannulated screw. Event date: unknown date in september, 2016. Implants are not available for return. (B)(6). This report is for one (1) unknown 3.0mm cannulated screw. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had undergone a left greater toe metatarsophalangeal joint procedure on an unknown date in (B)(6) 2016. On (B)(6) 2016, the patient returned to the operating room for a revision surgery due to a non-union. The surgeon removed one (1) plate, six (6) 2.7mm variable angle (va) locking screws and one (1) 3.0mm cannulated screw. All implants were removed easily and intact. It was reported that there was no patient harm or time delay. This report is for one (1) unknown 3.0mm cannulated screw. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was not revised with new devices.